Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in overdischarge and they were not able to recover the patient¿s ins after ¿hours and hours¿ of trying. The rep stated that they performed one physician mode reset (pmr) with the patient a few weeks prior. The patient went home to continue and the patient claimed to have done 3 to 4 pmr on their own. The patient was able to get one signal back at one time that may have shown the battery was charging but the patient never saw a power on reset (por). No patient symptoms were reported. Additional information was received from the patient on may 6th 2016 stating that they had contacted their manufacturer representative (rep) multiple times due to a malfunction on the stimulator which was not charging, the problem started on (B)(6) 2016 and still had not been resolved. The were instructed over the phone on how to connect to the external charger to charge the battery on the transmitter. It was noted that they followed the procedure step by step and for many hours they had no success. The manufacturer representative (rep) was contacted over the phone on (B)(6) 2016 over the phone by the doctor and provided instruction on how to charge the transmitter. The patient followed step by step for few days and charging the transmitter for one hour on each session as instructed with no results. The rep themselves tried to program the transmitter using a computer or device on (B)(6) 2016 at the doctor's office with no success. After the rep failed to connect to the transmitter they were instructed to stay for three consecutive hours charging the transmitter with "total failure." The patient was frustrated, taking pain killer, and had not had the help they needed to be able to solve the problem. It was suggested that they replace the implant as there was no way to fix the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.